Event description:
It was reported that pump displayed malfunction alarm with code 9, and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and reset was completed with no repeat of malfunction, so customer was advised to continue using pump and to call back if alarm occurred again, which customer acknowledged and understood.